Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration was last performed on (B)(6) 2025 with no issues. Qc was acceptable. The sample was requested for investigation.

Event description:
The initial reporter questioned a negative result for 1 patient sample tested for elecsys toxo igm (toxo igm) on a cobas e 801 analytical unit. The result from the e801 analyzer was 0.201 coi (negative). The result from the vidas method was 1.10 index (positive). The result from the liaison method was 22.4 iu/ml (positive).

Manufacturer narrative:
The patient sample was received for investigation. The investigation confirmed the customer's elecsys toxo igm (toxo igm) "non-reactive" result. But further investigation confirmed that the result was a "false non-reactive". This result was consistent with the patient having an early acute infection. The investigation included a review of the data set provided by the customer: the calibration and qc results were within the specified ranges. The investigation did not identify a product problem.